Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, wear was noted on the femoral head and acetabular cup. A conclusive root cause could not be determined. This report is 1 of 2 MDR's filed for the same event (reference 3002806535-2015-04164 & 2016-00307).

Event description:
Patient was revised due to unknown reasons.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - unknown, product ID ¿ unknown, device info - unknown , date implanted - unknown, date explanted - unknown, initial reporter - unknown, PMA/510(k) number ¿ unknown, manufacture date ¿ unknown. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on an unknown date due to unknown reasons. No further information has been provided.